Manufacturer narrative:
Duplicate claim: there is no complaint. Claim# (B)(4)

Manufacturer narrative:
Patient weight, ethnicity and race: unk. (B)(4).

Event description:
Reportedly, "patient with high vaults. This patient will need lens exchanges."